Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: n/a - the lens was removed/replaced during the same procedure. Section d6b: explant date: n/a - the lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section g4: this report is being filed on an international device; tecnis optiblue 1-piece iol, model: zcb00v that has a similar device, tecnis 1-piece iol model: zcb00 which is distributed in the united states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was immediately explanted after implantation due to damage caused by a defect in the cartridge. There were no problems inserting the lens into the cartridge. Customer indicated that the cartridge damage was at the tip of the cartridge. The same model lens with same diopter (serial number: (B)(6) was implanted. Only the cartridge was kept, lot number is unknown. No additional information was provided. Note: this report is for the lens. A separate report will be submitted for the cartridge.